Event description:
During a scaphocapitate arthrodesis surgery, the surgeon attempted to use a mini kompressor screw as fixation for fusion. After the screw was advanced to the point of counter pressure, an x ray was taken (to confirm is position). It was discovered that the trailing head of the screw had become disconnected from leading part to screw, and the screw was in two pieces. The screw was removed and the doctor elected to use k wires for fixation "due to extra time under anesthesia and frustration with system". There was no injury to the patient, the surgery was delayed by 20 minutes.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.